Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than or equal to 300 units of insulin. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issues.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 20 issue was verified. Based on the analysis, the alleged cartridge alarm 9 issue was verified in the pump logs; however, no failure was identified.